Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good vela ventilator and viewed events log. The events log shows "checksum error in the turbine eeprom" error from the same time frame of the reported complaint. This error has been known to result when the turbine interface pcba is replaced, and will also cause the vent inop condition. The reported complaint of vent inop condition was not duplicated. Based on events of the "checksum error in the turbine eeprom" error recorded in the events log, it is likely that the failure occurred as a result of replacing the main pcba and the turbine interface pcba, which had not been characterized to the turbine that is installed in the vent. The vela main pcba was scrapped.

Event description:
The distributor in (B)(4) reported that a new main board is causing the unit to get a vent inop alarm. No patient involved, vent inop found during the repair of the device.

Manufacturer narrative:
Based on the information provided by the foreign distributor, carefusion identified a faulty main board as the most likely cause in this event. The dealer was shipped a replacement main board kit to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of april 17, 2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch will be submitted.